Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received five appropriate treatments during vf and two inappropriate treatments in response to oversensing cardiac activity and motion artifact. At 06:48:27, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with motion artifact and hb. At 06:48:59, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus bradycardia at 30 bpm with motion artifact and hb. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with motion artifact and hb. From 06:54:32 to 06:57:57, the patient's rhythm was sinus tachycardia at 120 bpm slowing to sinus bradycardia at 10 bpm. The rhythm the transitions to vt from 140-110 bpm with varying rates degrading to asystole with unconducted p waves and intermittent cardiac activity/nsvt. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 07:01:01, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was asystole. At 07:02:18, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 07:06:34, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 07:09:29, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 07:12:29, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity. The patient's post-shock rhythm was asystole with intermittent cardiac activity. From 07:12:59 to 07:21:53, the patient's rhythm was intermittently asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.